Event description:
Per the clinic, the patient experienced magnet dislodgement during an MRI (specific date and strength not reported). However, the clinician did not follow the manufacturer's instructions for use of MRI. Surgery to replace the magnet was completed on (B)(6) 2024, under general anesthesia. The implanted device remains.